Event description:
Mix up of pt data. When measured results, which do not include patient ID but has the first and last names included, are transmitted for the instrument to radiance and forwarded to a lis/his, radiance will assign all the results to the first patient record with a blank patient ID field.